Manufacturer narrative:
Event date corrected in b tab. Investigation results: a device history record review was completed by our quality engineer team for provided material number 382633 and lot number 4222721. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
Event date is unknown.

Manufacturer narrative:
Additional information of fa#.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte autog bc wing needle was slow to retract. The following information was provided by the initial reporter: bd insyte autoguard was not auto retracting properly. Very slow to retract the needle when the button is pressed to auto-retract. (B)(6). Are you able to provide the dates of the events in the format of mm-dd-yyyy? If unknown, can state unknown. Yes. Will get more information next week. Our materials leader had followed up with the rep, she may have the device this was being addressed.